Manufacturer narrative:
Based on the information provided, isi has not determined the root cause for the alleged post-operative complication experienced by the patient. If additional information is received a follow-up MDR will be submitted to the FDA. Isi has reviewed the site's system logs with a procedure date of (B)(6) 2016. According to the system logs, the surgeon encountered one incomplete clamp after initially installing the stapler 45 instrument. The surgeon successfully re-clamped using the stapler 45 instrument and fired a green stapler 45 reload. The surgeon the successfully clamped and fired 3 additional green stapler 45 reloads followed by 2 blue stapler 45 reloads. No related observations involving the stapler 45 instrument or reloads were found in the system logs. The stapler 45 instrument involved with the reported event has been used in a subsequent da vinci-assisted surgical procedure with no reported issues. None of the stapler 45 reloads used during the surgical procedure are available for return to isi for evaluation. This complaint is being reported due to the following conclusion: after completion of a da vinci-assisted nissen fundoplication procedure, the patient experienced a post-operative staple line leak and had to be brought back to the or. However, at this time, the root cause of the post-operative complication is unknown.

Event description:
It was reported that after completion of a da vinci-assisted nissen fundoplication procedure, the patient experienced a post-operative staple line leak which was found by the esophageal hiatus. During the surgical procedure, there were no reports of a malfunction of the da vinci system, instruments, or accessories. After the post-operative complication was found on an unspecified date, the initial reporter spoke to the surgeon about the reported event. According to the initial reporter, the surgeon alleged that the 2-row design of the green stapler 45 reloads caused the staple line leak. The initial reporter indicated that the patient had to be taken back to the or a number of times. In addition, the surgeon stated that the patient was not doing well. The initial reporter explained that the surgeon had performed 6 other proctored da vinci-assisted surgical procedures at another hospital. The procedure dates were not provided. At the hospital where the reported event occurred, the surgeon was required to perform 5 proctored da vinci-assisted surgical procedures. On (B)(6) 2016, the surgeon performed the first 3 proctored da vinci-assisted surgical procedures. The reported event occurred during the third case performed that day. It was the surgeon's ninth overall da vinci-assisted surgical procedure. The initial reporter also stated that it was the surgeon's first time using the stapler 45 instrument for any of her da vinci-assisted surgical procedures. On 09/12/2016, intuitive surgical, inc. (Isi) contacted the initial reporter to obtain additional information regarding the reported event. The initial reporter stated that he spoke to a scrub tech from the site and was informed that the patient was still in the hospital. The initial reporter did not have any additional information to provide regarding the patient. He mentioned that the surgeon has not performed any subsequent da vinci-assisted surgical procedures since the event occurred.